Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital setting. Other devices involved in this event: heartware ventricular assist system ¿battery, battery596884 - 1650de. Device evaluation anticipated, but not yet begun. (B)(4). Heartware ventricular assist system -controller 1.0, con315364 - 1420 controller. Device evaluation anticipated, but not yet begun. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized with lack of appetite, low energy, not feeling well, weight loss and possible thrombus. It was noted that there was a loss of power with a power disconnect alarm and a preceding low battery alarm for at least 30 minutes. Evening before pump stop both batteries depleted with no successful attempt to reconnect to a full battery or ac adapter. Shortly after there was an increase in pulsatility. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room with a lack of appetite, weight loss and general malaise. It was further reported that four days prior, there was a loss of power to the controller resulting in a pump stop. The evening before the pump stop, the patient was connected to two batteries which depleted with no successful attempt to reconnect a battery or controller ac adapter. The patient subsequently experienced an increase in pulsatility. While in the hospital, blood tests were run and revealed a slight increase in lactate dehydrogenase (ldh), supra-therapeutic international normalized ratio (inr). An inflow thrombus was suspected. An echogram and computerized tomography (CT) scan did not show any abnormalities. The ventricular assist device (vad) remains in use and the controller and batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(4) UDI #: asku h4: mfg date: 12-mar-2018 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-oct-2018 / serial or lot#: (B)(4) UDI #: asku h4: mfg date: 31-oct-2017 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 product event summary: the controller and batteries were returned for evaluation. The hvad pump was not returned for evaluation. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Controller log files revealed a slight decrease in power consumption and estimated flows on (B)(6) 2018 and 100 low flow alarms recorded since (B)(6) 2018. Log file analysis revealed a controller power up event on (B)(6) 2018, at 22:33:52. The data point prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(4) was connected to power port two (2) with 22% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 3 hours, 38 minutes, and 40 seconds. As a result, the reported loss of power was confirmed. Based on the risk documentation, possible root causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(4) d10: yes, return date: 12-nov-2018 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(4) d10: yes, return date: 12-nov-2018 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4114 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 12, 4315 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(4) UDI #: asku d10: yes, return date: 12-nov-2018 h3: yes dev rtn to MFR? Yes h4: mfg date: 09-mar-2018 h5: no h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.